Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this device exhibited low shock impedance on one daily measurement. All other measurements prior to the out of range measurement and since have been within range. Technical services discussed performing a commanded shock to test the integrity of the system. If there is a shorted message then the lead and device would need to be replaced. The field representative reported that the patient will be monitored via latitude and will be brought in for futher evaluation if impedance drops again. There have been no adverse patient effects reported.